Manufacturer narrative:
Correction: h10 - additional narratives/data - manufacturer narrative should be checked the reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing functions of the device were tested and were normal. High voltage impedance measurements found to be lower than expected and high voltage therapies were aborted due to high voltage output circuit damage. An arc mark was observed on the device can upon receipt. It is believed that during high voltage therapy delivery, the lead arced to the can and caused damage to the device¿s high voltage output circuit. The backup operation could not be reproduced. The cause of the por is believed to be due to a lead to can arcing during the lead revision procedure.

Event description:
Related manufacturer reference number: 2017865-2021-36755. It was reported that the patient's right ventricular lead exhibited oversensing of noise leading to inappropriate shock. During the lead revision procedure, it was noted that the implantable cardioverter defibrillator exhibited backup vvi. The lead was capped and replaced and the device was explanted and replaced in the same procedure on (B)(6) 2021. The patient was stable.

Event description:
It was reported that the patient presented for a lead revision procedure. During the procedure, the implantable cardioverter defibrillator exhibited backup vvi. The device was explanted and replaced in the same procedure. The patient was stable.